Event description:
It was reported that the touch pen stylus of the programmer was inaccurate. It was noted that a replacement touch pen and calibration software did not resolve the issue. It was further requested that it receive a radiofrequency programmer head with a long cable and electrocardiogram cables. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the customer comment that the touch pen was inaccurate and the overlay/bezel assembly was replaced and the stylus calibrated to resolve. It was further noted that the lower case was worn and it was therefore replaced. The requested cables were added. (B)(4).